Event description:
The issue occurred during maintenance.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, and h6 (component code- replace with 525). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of foreign material exiting from the channel was not confirmed, however as it was reported to have exited the channel its presence cannot be denied. Additionally, foreign material was found in the knob wire/forceps elevator wire during the device evaluation. Based on the results of the investigation, for the events foreign material ejected from channel. (Including sub water supply channel) and knob wire has foreign material, the foreign material could not be identified. A definitive root cause for why foreign material remained in the device could not be determined. There were no abnormalities at the residue points and it was confirmed the device was reprocessed with no obvious deviations from the instructions for use. The following is included in the instructions for use (IFU): reprocessing manual at the time of shipment, following sections have descriptions about reprocessing. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastro video scope exhibited foreign material exiting from the channel. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.